Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. Patient's mother was advised to reset the device. At the time of contact, the patient did not report any injury or medical intervention.